Event description:
Information received indicates the introducer needle detached from the luer fitting (hub) upon removal from the product and fell into the pt cavity. The needle component was intra-operatively retrieved and the device was changed-out with no consequence reported for the pt.